Event description:
It was reported that the device was leaking yellow water prior to the start of the procedure. There was no pt contact. There are no allegations of adverse consequences associated with this event. The procedure was completed with a back up device.

Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.